Event description:
Account reports they have has problems with the lever locks leaking on the female luer of the lever lock when attaching to the IV sets. States they do not use the sets with the leverlocks included in the packaging. States they use the separately packaged leverlocks: 1257871 and 1159755. States they had a chemo leak onto a pt during the infusion. There was no pt injury as the chemo they were using does not pose a risk to health with topical exposure.